Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an exposed cable at the skin site. Velour was missing. No events noted in the history and the patient denies any alarms. The log file contained daily pulsatility index (pi) events as well as routine power source changes. No other unusual alarms or events were recorded. The pump appeared to be operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline could not be conclusively determined as no photos were provided by the account and no product was returned for evaluation. An abbott technical services representative recommended covering the afflicted area with rescue tape. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The submitted log file contained data spanning from (B)(6) 2022 at 17:06:26 to (B)(6) 2022 at 12:43:34, per the timestamp. Throughout the log file the device operated as intended above the low speed limit. No notable alarms or unusual events were captured. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.